Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. Corrected data.

Event description:
The customer reported: "intermittently losing signal." No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected data: lot# was updated from "16j175" to "16jb7." Device manufacturer date was updated from "09/28/2016" to "10/16/2016."